Manufacturer narrative:
The reported device was not returned to manufacturer. Without receipt of the device, the reported clinical observation cannot be confirmed. Edwards will continue to monitor all events. Edwards will continue to monitor all events. Additional information will be reported if received.

Event description:
As reported, edwards learned a 31 mm mitral bioprosthetic valve was explanted due to calcification, stenosis, and dyspnea on exertion. This young female patient was (B)(6) at implant. Implant duration was approximately nine (9) years, three (3) months. No reported adverse patient effects.